Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused neurofibroidmatosis. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused neurofibromatosis. The patient did not report to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. During investigation, unknown white contamination (dust-like), at the air inlet of the blower box. Unknown white contamination (dust-like), on bottom of enclosure. Light dust-like contamination on top of the blower motor and the blower motor seal. There was no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. Evidence of sound abatement foam degradation/breakdown was not observed. Product investigation laboratory was not able to confirm the complaint or address the symptoms specified, able to confirm the complaint of the device being noisy (high pitch sound). The manufacturer concludes that the investigation at product investigation laboratory observed dust/dirt contamination in the airpath, likely from a source external to the device but did not observe evidence of sound abatement foam degradation/breakdown. Given the investigation results above, it has been determined that there is no relationship between the reported symptoms of allergies and the quality issue this time.